Manufacturer narrative:
An event regarding pain was reported. An event for pca stem loosening was confirmed. Device evaluation and results: a visual, functional and dimensional inspection could not be performed as the device was not returned. Medical records received and evaluation: a medical review was performed and concluded: "in conclusion, principal failure mode [¿] is procedure-related as caused by poly wear of a non-stryker cup liner with severe osteolysis of proximal femur causing pca stem loosening plus a trochanteric pseudarthrosis with pain requiring revision. This pi [¿] is not device-related. [...] Diagnosis: poly wear of a non-stryker cup liner with severe osteolysis of proximal femur causing pca stem loosening plus a trochanteric pseudarthrosis with pain requiring revision." Device history review: not performed as the device was not properly identified. Complaint history review: not performed as the device was not properly identified. A medical review was performed and concluded that "poly wear of a non-stryker cup liner with severe osteolysis of proximal femur causing pca stem loosening plus a trochanteric pseudarthrosis with pain requiring revision". There was no indication in the medical review that the event was device related. No further investigation is required at this time. If the devices and/or additional relevant information is received, this investigation will be reopened and re-evaluated. Not available.

Event description:
Sales rep reported a right hip revision due to pain. It was noted on the medical review that a pca stem was loose.